Event description:
Without critical medication; had a spontaneous total pump failure, tandem t:slim insulin pump. Error code is not available on their website and no online trouble shooting available. Called customer service to speak to someone. On hold three hours and line cutoff. On hold again. FDA safety report ID # (B)(4).